Event description:
Operation channel inlet deformed and overhauled during inspection, fixed there was no report of patient harm. The time of event is during use.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: the inlet has been overhauled, fixed. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.